Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-jan-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-apr-15: it was reported that the patient experienced a return of pain, high impedance, and loss of stimulation, which led to a device revision. High impedance was observed on leads 0-7 with values of 40 ,000. Multiple tests using wens were conducted, and on-table testing was mapped in the patient's area of pain. Healthcare provider (hcp) removed the malfunctioning lead after these tests and also decided to remove the implantable pulse generator (ipg) prior to elective replacement indicator/end of service and replace it with a new implantable pulse generator (ipg). Device activation was planned for a later date.

Manufacturer narrative:
H3: analysis of pli# 30, product ID#: 97715 found no significant anomaly. Analysis of product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead found stim lea d/body/conductor/broken/at injex anchor site and stim lead/body/braid wire/broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.